Event description:
It was reported that the patient experienced episodes of near-syncope and syncope correlating to over-sensing episodes. The right ventricular (rv) was fractured causing over-sensing of noise and subsequent pacing inhibition. The patient is dependent. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.